Event description:
The device was returned due to a cassette not attached error. Upon physical inspection, it was confirmed that the cassette was not attached. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cassette not attached is a a high priority alarm. This was determined to be a reportable issue. The cause of the reported issue was unknown. The downstream occlusion(dso) sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.